Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was determined that the mobile view station (mvs) computer required replacement. The part was replaced and the issue was resolved. The computer has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system mobile view station (mvs) application was not starting properly. There was reportedly an error message displayed stating that there was an issue with the system database. The system was rebooted and the issue was resolved. There was no patient present when this issue was identified.

Manufacturer narrative:
The viewing station of the imaging system computer was returned to the manufacturer for evaluation. Testing found that an error message displayed when starting up application software. This confirmed the reported issue. Following a clearance of the error, virus scan and clearing of patient data, the computer was found to have the cd tray unable to open and close properly. Aside from the cd drive, the computer functioned as designed.